Event description:
It was reported that during a ptca procedure, a guide wire fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery at the bifurcation of the diagonal branch. The physician used a jailed wire technique by inserting two pt2 guide wires into the lad and diagonal branch. The lad was stented using another manufacturer's stent. The physician was unable to "save" the diagonal branch. When the physician attempted to remove the pt2 wire from the diagonal, the tip fractured and a 12mm segment remained in the diagonal branch. No attempt was made at retrieval. Patient's status listed as "stable". Additional information about the event has been requested.